Event description:
It was reported by the customer that a pyxis ciisafe system had a error message of door unexpected unlock . The customer reported that the user was able to remove the medication and also there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to reboot the device. A technical service engineer troubleshooted and found it may be faulty sensor. Later the issue has been resolved after the device rebooted. The system functioned as intended.